Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and in-house testing of retained kits with the complaint lot number. The ticket search determined reagent lot 22259be00 and 22573be00 perform as expected for this product. Tracking and trending review did not identify any trends for the complaint issue. Device history record review did not show any potential non-conformances, or deviations associated with the likely cause lot number(s) and complaint issue. A retained reagent kit of lot number 22259be00 and 22573be00 have been tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lots is negatively impacted. The reagent kits showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lots was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9013 and hiv 9016). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lots detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lots is not adversely affected. Note: alinity I ag/ab combo and architect hiv ag/ab combo share the same bulk reagents. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I hiv ag/ab assay for lots 22259be00 and 22573be00. Note: see MDR number 3002809144-2021-00277 for the submission on lot number 22259be00.

Event description:
The customer observed (B)(6) alinity I hiv ag/ab results for two donor samples that were (B)(6) for roche pcr (nat). (B)(6) 2021 sid (B)(6) initial result on alinity (B)(4) = (B)(6) , repeat on another alinity (B)(4) was (B)(6) nat (B)(6) = (B)(6) . (B)(6) 2021 sid (B)(6) initial result on alinity (B)(4) = (B)(6) , repeat on another alinity (B)(4) was (B)(6) , nat (B)(6) . New samples were collected and sent to another laboratory (for troubleshooting purposes only) and generated nonreactive results on their architect and alinity instruments. No impact to patient management was reported.